Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 9616680-2011-00377.

Event description:
It was reported that, "the original modular restoration subsided. Plan is to up-size modular restoration. When surgical was trying to separate the proximal body and distal stem, the instrument broke. It never separated the two components. We used the mcreynolds adaptor and the slap hammer and pulled the stem out whole. X-rays are not included. We up-sized the modular restoration."